Manufacturer narrative:
Expiration date - may 2024. UDI - not applicable. Operator of device - unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter name - unknown. Phone number - unknown. Occupation - director of clinic. The actual device has not been returned for evaluation. Therefore the investigation was based on the photo received and retention samples. Based on the result of the investigation, the problem originated from our process. Two simultaneous trouble occurred on bag #3; ongoing glue adjustment at epoxy station and silicone cycle over time alarm at silicone coating station. One jig that was pulled out by online inspector #1 after the technician adjustment on bag #3 was possibly returned to the cooling conveyor together with the jig taken out from the drying tunnel during trouble for silicone cycle over time alarm, therefore the jig did not pass the drying tunnel and was not cured. To prevent product mix up, we will discard products on the jig that were taken out at epoxy station far from online inspection 1. Related document will also be revised to indicate the responsible person for jig takeout / return activity. In addition, separate carts during jig take out is already being used at epoxy station and silicone coating station. (B)(4).

Event description:
The user facility reported that the user attached a nn-2425 to a glass syringe. The injection was for the patient's lower back and the medicine was dexart. After injection, when the user tried to remove the needle, a cannula was detached from the basement and remained in the patient. After that, the user has cautiously removed the cannula from the patient body, so that it didn't become a serious matter.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update the h7 section.